Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was hot to the touch despite being in room-temperature conditions. Reportedly, the pump reached around 100 degrees and was charging during the reported event. Blood glucose was not impacted. The customer reverted to an alternate method of insulin therapy.